Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at day 5 of intubation, there was appearance of cervical emphysema with pneumomediastinum which was objectified by a chest scanner. Intubation was performed by a senior doctor. Ras during the gesture. With the use of a replacement tube, there was presence of an unused stylet replaced by a disposable stylet (glidescope). The mechanical ventilation was disturbed, pressure build-up, hypercapnia and ventilator leaks as consequence. There was no extubation because the patient was not sufficiently stable, regression probable under drainage. Complete evolution unknown.